Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient was on her 4th stimulator. Patient stated the first neurostimulator (ins), the patient's body rejected the coding on the wiring and the patient was getting shocked. Ins was replaced. No further complications were reported/anticipated.